Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause-user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 232 mg/dl and non-fasting meter to meter comparison results of 184 mg/dl using truemetrix meter and 154 mg/dl using dr.'s device. The customer's expected fasting blood glucose test result range is 120 - 130 mg/dl. During the call on (B)(6) 2016, the customer stated he felt physically well and denied need for medical attention at that time. The customer stated he had obtained a reading of 232 mg/dl fasting, and was concerned with the reading being too high for fasting, so he stated he went to the emergency care clinic to get his blood sugar tested there. The customer stated the clinic's device provided a reading of 154 mg/dl non-fasting (after breakfast) at 11:24 am then compared it to his meter seconds apart and obtained 184 mg/dl non-fasting with his meter at 11:24 am. Customer stated he is concerned with the reading of 232 mg/dl as it was too high and the non-fasting reading read much lower on the clinic's device. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 150 mg/dl using truemetrix meter and 157 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/18/2017 and open vial date is 11/20/2016. The meter memory was reviewed for previous test result history (time not set): (B)(6).